Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-jan-2024. The most recent information was received on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic back pain") and device breakage ("presence of several essure device fragments in my body, including one of a significant size") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced back pain (seriousness criterion intervention required), disturbance in attention ("loss of concentration and of memory"), amnesia ("loss of concentration and of memory"), fatigue ("significant fatigue"), arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), tendonitis ("tendinitis"), hypoaesthesia (" loss of feeling in the upper and lower limbs"), mucosal dryness (" mucosal dryness"), depression ("depression"), tremor ("tremors"), paraesthesia ("tingling"), asthma ("asthma"), hot flush ("hot flashes"), skin burning sensation ("feeling of burn on skin"), dermatitis allergic ("kin hypersensitivity to the touch;"), malaise ("malaise"), dizziness ("dizziness"), alopecia ("hair loss"), pruritus ("itching"), peripheral swelling ("swelling of the toes"), erythema ("redness of toes") and sleep disorder ("sleep disorder"). On unknown date she experienced device breakage (seriousness criterion medically important), stress ("chronic stress") and gait disturbance ("walking difficulty"). The patient was treated with surgery (to remove performed in may 2017). Essure treatment was not changed. At the time of the report, the back pain, disturbance in attention, amnesia, fatigue, arthralgia, myalgia, tendonitis, hypoaesthesia, mucosal dryness, depression, tremor, paraesthesia, asthma, hot flush, skin burning sensation, dermatitis allergic, malaise, dizziness, alopecia, pruritus, peripheral swelling, erythema, sleep disorder, stress and gait disturbance had not resolved. No causality assessment was received for essure with regard to disturbance in attention, amnesia, fatigue, arthralgia, myalgia, back pain, tendonitis, hypoaesthesia, mucosal dryness, depression, tremor, paraesthesia, asthma, hot flush, skin burning sensation, dermatitis allergic, malaise, dizziness, alopecia, pruritus, peripheral swelling, erythema, sleep disorder, stress, gait disturbance or device breakage. The reporter commented: at my request, removal was performed in may 2017. Following this, my symptoms persisted or even worsened. In november 2023, x-ray examinations of my lower back, following severe walking difficulty, showed the presence of several essure device fragments in my body, including one of a significant size. A new appointment has been made for february with another surgeon to completely remove these. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [X-ray] in november 2023: presence of several essure device fragments in my body, including one of a significant size the following amendment was made: product problem was ticked in medwatch info sub-tab of the analysis tab. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic back pain") and device breakage ("presence of several essure device fragments in my body, including one of a significant size") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced back pain (seriousness criterion intervention required), disturbance in attention ("loss of concentration and of memory"), amnesia ("loss of concentration and of memory"), fatigue ("significant fatigue"), arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), tendonitis ("tendinitis"), hypoaesthesia (" loss of feeling in the upper and lower limbs"), mucosal dryness (" mucosal dryness"), depression ("depression"), tremor ("tremors"), paraesthesia ("tingling"), asthma ("asthma"), hot flush ("hot flashes"), skin burning sensation ("feeling of burn on skin"), dermatitis allergic ("kin hypersensitivity to the touch;"), malaise ("malaise"), dizziness ("dizziness"), alopecia ("hair loss"), pruritus ("itching"), peripheral swelling ("swelling of the toes"), erythema ("redness of toes") and sleep disorder ("sleep disorder"). On unknown date she experienced device breakage (seriousness criterion medically important), stress ("chronic stress") and gait disturbance ("walking difficulty"). The patient was treated with surgery (to remove performed in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the back pain, disturbance in attention, amnesia, fatigue, arthralgia, myalgia, tendonitis, hypoaesthesia, mucosal dryness, depression, tremor, paraesthesia, asthma, hot flush, skin burning sensation, dermatitis allergic, malaise, dizziness, alopecia, pruritus, peripheral swelling, erythema, sleep disorder, stress and gait disturbance had not resolved. No causality assessment was received for essure with regard to disturbance in attention, amnesia, fatigue, arthralgia, myalgia, back pain, tendonitis, hypoaesthesia, mucosal dryness, depression, tremor, paraesthesia, asthma, hot flush, skin burning sensation, dermatitis allergic, malaise, dizziness, alopecia, pruritus, peripheral swelling, erythema, sleep disorder, stress, gait disturbance or device breakage. The reporter commented: at my request, removal was performed in (B)(6) 2017. Following this, my symptoms persisted or even worsened. In (B)(6) 2023, x-ray examinations of my lower back, following severe walking difficulty, showed the presence of several essure device fragments in my body, including one of a significant size. A new appointment has been made for (B)(6) with another surgeon to completely remove these. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [X-ray] in (B)(6) 2023: presence of several essure device fragments in my body, including one of a significant size. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on 06-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic back pain") and device breakage ("presence of several essure device fragments in my body, including one of a significant size") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced back pain (seriousness criterion intervention required), disturbance in attention ("loss of concentration and of memory"), amnesia ("loss of concentration and of memory"), fatigue ("significant fatigue"), arthralgia ("chronic joint pain"), myalgia ("chronic muscle pain"), tendonitis ("tendinitis"), hypoaesthesia (" loss of feeling in the upper and lower limbs"), mucosal dryness (" mucosal dryness"), depression ("depression"), tremor ("tremors"), paraesthesia ("tingling"), asthma ("asthma"), hot flush ("hot flashes"), skin burning sensation ("feeling of burn on skin"), dermatitis allergic ("kin hypersensitivity to the touch;"), malaise ("malaise"), dizziness ("dizziness"), alopecia ("hair loss"), pruritus ("itching"), peripheral swelling ("swelling of the toes"), erythema ("redness of toes") and sleep disorder ("sleep disorder"). On unknown date she experienced device breakage (seriousness criterion medically important), stress ("chronic stress") and gait disturbance ("walking difficulty"). The patient was treated with surgery (to remove performed in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the back pain, disturbance in attention, amnesia, fatigue, arthralgia, myalgia, tendonitis, hypoaesthesia, mucosal dryness, depression, tremor, paraesthesia, asthma, hot flush, skin burning sensation, dermatitis allergic, malaise, dizziness, alopecia, pruritus, peripheral swelling, erythema, sleep disorder, stress and gait disturbance had not resolved. No causality assessment was received for essure with regard to disturbance in attention, amnesia, fatigue, arthralgia, myalgia, back pain, tendonitis, hypoaesthesia, mucosal dryness, depression, tremor, paraesthesia, asthma, hot flush, skin burning sensation, dermatitis allergic, malaise, dizziness, alopecia, pruritus, peripheral swelling, erythema, sleep disorder, stress, gait disturbance or device breakage. The reporter commented: at my request, removal was performed in (B)(6) 2017. Following this, my symptoms persisted or even worsened. In (B)(6) 2023, x-ray examinations of my lower back, following severe walking difficulty, showed the presence of several essure device fragments in my body, including one of a significant size. A new appointment has been made for february with another surgeon to completely remove these. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [X-ray] in (B)(6) 2023: presence of several essure device fragments in my body, including one of a significant size quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.